Event description:
The user facility's biomedical engineer reported the purge disk broke off their automated impella controller (aic). The aic to be returned for investigation and repair. There was no patient involvement.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into aic - purge disc/flag issues has been completed since the original report was filed. The device was returned for investigation. The console was inspected after arriving. The reported issue with the purge disk breaking off due to a broken purge retainer was confirmed. Before returning this console to the customer, field service was instructed to replace the purge retainer and flag, validated sensor accuracy and perform a full functional check on the console and optical system. The issues detecting the purge disc were due to a broken purge pressure sensor retainer.

Manufacturer narrative:
Section :h6 type of investigation code 10 was inadvertently left off the previous manufacturer device report submitted. Section :h6: investigation findings code was inadvertently reported incorrect in the previous manufacturer device report submitted, which has been corrected in this report.